Event description:
Patient was receiving a dose of IV potassium. Unsure how much of the dose patient received. Will require a recheck of k level. There was a hole or crack in the tubing. Manufacturer response for IV tubing, duo vent (per site reporter) e-mailed baxter team. This is the second tubing from this lot in the past month. This is from a lot that is supposed to have been post-corrective action implementation, an "enhanced" lot.